Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28 mg/dl. The cause of bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline and manual injections. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.